Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via email indicating that their insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.